Manufacturer narrative:
An extensive investigation was conducted for complaint # (B)(4). The investigation included review of the batch history records for the sku # 22-3764 lot # 14083035. The review of the batch history records did not uncover any adverse finding. In addition, the retain sample for sku # 22-3764 lot # 14083035 was tested and was found to be within specifications. No returned sample was received from the customer. No other quality issues were revealed during the review of the said records. The investigation also included a review of the device history record for the zoom whitespeed lamp, zm3000 serial # (B)(4) and was found to be within manufacturing specifications at the time of shipment. The review of the device history record did not uncover any adverse finding. Discus dental will continue to monitor similar issues.

Event description:
The dental clinic called and stated that the patient experienced burning sensation on tongue after zoom whitening procedure. The caller indicated that the patient did not want the dental chair to be reclined even after it was explained that there is a possibility that the saliva will build up. During the whitening procedure, the patient kept pushing the tongue out causing movement of the materials in the mouth. Towards the last 15 minutes, the patient pushed the tongue out and had a burning sensation. Patient left without complaining but called the next day with a blister on the tongue.